Event description:
(B)(6) / we have observed that gas bubbles consistently form along the interior walls of the reservoir approximately 30 minutes after the insulin is drawn. These bubbles eventually migrate into the tubing and are delivered subcutaneously. Because the pump's automated system cannot distinguish between air and insulin, it continues to report delivery while the user¿s blood glucose levels rise dangerously, reaching levels as high as 600 mg/dl. This failure significantly disrupts the pump¿s algorithm. After the air is bled out and insulin delivery resumes, the system over-delivers insulin to compensate for the high readings, leading to severe hypoglycemic events with blood glucose levels dropping to 30-50 mg/dl. During a recent overnight episode, the user experienced muscle rigidity, full-body aches, and a severe headache due to these fluctuations. The user is a long-term type 1 diabetic with over 20 years of experience, and his draw-up technique has been verified by both a diabetes educator and myself (a hospital pharmacist with 30 years of experience). We have noted that these issues only began occurring following the switch to the "extended" reservoir model. Reporter job title: clinical pharmacist / additional product details: medtronic extended reservoir (1x) 3.0ml, ref mmt-342, lot hg98asq, manufactured 12/4/2025, exp 12/4/2028. Bubbles form inside the reservoir, in the insulin. The bubbles form over time, the get into the tubing.